Event description:
It was reported the pt had not used and charged her scs sys in over a year and a half. Sjm rep was able to initiate communication between the programmer and her ipg. In an effort to resolve the issue, a replacement charging sys has been sent to the pt. Attempts to obtain additional info regarding the device status have been unsuccessful.

Manufacturer narrative:
Sjm rep was able to initiate communication between the programmer and her ipg. In an effort to resolve the issue, a replacement charging sys has been sent to the pt. Attempts to obtain additional info regarding the device status have been unsuccessful.